Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated due to depleted battery. It was further reported that the icm had been implanted for two and a half years. The icm remains in the patient. No patient complications have been reported as a result of this event.